Event description:
The water temperature pads to the patient were fluctuating from all ranges up to 42 degrees c. It was not correctly monitoring or adjusting the machine properly to rewarm the patient. No patient harm.